Event description:
On (B) (6) 2008, the patient reported receiving an e6 (mechanical) error the previous night. He stated that while returning the piston rod, the infusion device made a grinding noise and the cartridge compartment smells like insulin and was wet. The patient stated that he does not attach the insulin cartridge, infusion tubing, and adapter prior to insertion into the infusion device. He was educated on the proper procedure. No physiological effects were reported. The patient switched to his backup infusion device. No physiological effect were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.